Event description:
It was reported that the patient underwent a two level anterior spinal fusion using rhbmp-2/acs at l4-l5 and l5-s1. Rhbmp-2/asf was applied in isolation for multilevel anterior spinal fusion (asf). Afs was through a paramedian approach. The dosage of the rhbmp-2 was 12.0 mg/level within a titanium mesh cage. At the follow up evaluation, it was found that both levels were not fused. The fusion grade was rated as 2.5 according to the reporter.

Manufacturer narrative:
(B) (4). Literature article citation: mulconrey et al. Bone morphogenetic (rhbmp-2) as a substitute for iliac crest bone graft in multilevel adult spinal deformity surgery. Spine 2008; 30: 2153-2159. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Pt code: pseudoarthrosis. A review of the certifcates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.